Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, cracked end cap.

Event description:
The customer reported that the insulin pump had buttons unresponsive. Customer stated that her up arrow button gets stucked. Troubleshooting was done. Customer's blood glucose was 57 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).